Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were experiencing increase in pain and pt did not provide an event date. Pt stated the pain in their back increased and had gotten more pain higher up in their back and on group a they had their intensity set at 3.0. Pt noted rep would adjust their settings in group b that would send shocks higher up in their back and for group c it would go down to their buttocks and legs. Pt noted group b could be at 2.0 and all the way up to 3.5 and on group c the higher they set the intensity to it would drain and if it was on c all the time it would drain all the time so every two and a half days they would have to recharge it. Pt stated their pain increased because they were having severe stability issues and they were hospitalized in february 6 times because of several falls. Pt stated they couldn't stay standing. Pt stated they came in last month and that's when they put the control and after a week or two of having it increased they increased the stimulation underneath the shoulder blades and buttocks. Pt stated they didn't notice a whole lot of difference and this wasn't functioning well. Pt noted they kept referring it to back pain and they told their healthcare provider (hcp) that something was going on with their nerve endings and pt also saw their neurosurgeon. Pt stated that was when they notified rep about the issue and rep advised pt to call patient services. Pt also noted they had all of these issues and they had the stimulator for over a year and it was not good and it was just not working. Pt also stated their actual stimulator was burning. Pt also noted 2 years ago they fell and broke their c12 and a year later they fell and broke their c5. Pt stated they had been to occupational and physical therapy. Pt noted they had an appointment coming up with their representatives on thursday. The patient was redirected to their healthcare provider to further address the issue.